Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it the case bottom to be non smiths seal, and plunger seal in tact. Main board has counterfeit low profile purple supercap, a cracked case top by tubing guides and corners, cracked and dented right plunger case, cracked left plunger case, and case seal is loose. No alarms found at power up relating to customer's reported problem, but found counterfeit low profile purple supercap on the main board. The reported customer complaint has been confirmed, and the problem source has been determined to be user interface. This issue was customer induced via the customer's use of unapproved / counterfeit components to repair their pumps. The use of counterfeit components in the repair of medfusion pumps is strictly prohibited. The medfusion technical service manual (under warnings) states: "the unauthorized modification of this product may constitute a safety hazard, which could lead to patient injury or death, as well as the potential for property damage (including the risk of fire). Use only smiths medical supplied service / replacement parts, including the battery pack. Unauthorized modification and / or the use of unauthorized parts will also void the limited warranty.

Event description:
Information was received indicating that a smiths medical medfusion pump's main board was bad because the errors aren't consistent, sometimes the pump fails and sometimes it doesn't. The pump was charged overnight and still had errors. There was no reported adverse event.